Event description:
A device was returned to a third-party service centre stating the device scratch inside ui panel screen in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service centre visually inspected the device and found evidence of foam degradation and foam particles were visible. Scratches on ui panel was visible when powered and it was replaced.